Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the trailing haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.